Manufacturer narrative:
Zyno medical received the investigation report from the contract supplier on 01/24/2018. The backflow issue was confirmed. The motor within the device was sent to the motor supplier for further investigation in october 2017. The motor supplier identified the root cause to be the loose connection of the spring piece in the motor with the output connect wire terminal, which can lead to poor contact and backflow. The motor for the affective device was manufactured in 2013, and the loose connection may be caused by long-term use of the device. (B)(4).

Event description:
This is a second follow-up for the initially filed MDR (3006575795-2017-00261).

Manufacturer narrative:
The user-reported issue was confirmed. The device was found to flow backward where the motor was operating in reverse. The device alarmed system error when trying to run infusion. The pump is being sent to the contract supplier for further evaluation and analysis.

Event description:
This is a follow-up for the initially filed MDR (3006575795-00261).

Manufacturer narrative:
The manufacturer is currently in the process of testing the device.

Event description:
The user reported that the device had a flow issue. During the internal testing on 08/17/2017 performed at the user's facility, the device flowed backwards. No patient was involved in this case.